Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The device remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.